Event description:
Provider states this is regarding a clients' power chair tdx with tilt/recline serial (B)(4). The chair was delivered (B)(6) 2011 and subsequently problems with the tilt actuator were brought to our attention and the actuator was replaced, I believe (B)(6) 2012, then again about 2 months later. In visiting with this clients few weeks ago the same issues with the actuator has begun again and at this time the tilt intermittently will begin from a neutral position and then drop an inch or two. Then will have to be reversed and tried again. When I called tech service about the issue they informed me that the part was past warranty and also asked me about following the current install instructions which they said should have shipped with the 1st and 2nd replacements starting jan of 12. We received no such install instructions with either of the replacement units. When I found this out I had tech service send me a copy via email and read through the approximately 8 pages of install guides. It seems clear to me that the proper installation guides if followed perhaps would have saved us the problems we have seen with this chair. It is my understanding that the instructions should have been shipped with the parts.